Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden rise and undefined high impedance and high thresholds.   The rv lead was later capped and replaced during a routine changeout procedure. No patient complications have been reported as a result of this event.